Event description:
It was reported by a patient on (B)(4), that she underwent an uneventful novasure endometrial ablation (exact date unknown). The patient reported that sometime after the procedure, she experienced a lot of pain and "partial loss of hearing in both ears." She returned to the hospital and the physician performed a hysterectomy. She is alleging that she is still in pain. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc#(B)(4).